Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: reporter name

Event description:
New information available on (B)(6)2018 states that the patient was stable before, during, and post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator system was explanted due to infection and vegetation on the leads. No further information was available.